Manufacturer narrative:
The device was returned to the service center for evaluation. The scope passed the leak test. There were dents noted on the scope¿s plastic cover. The bending section cover glue was found cracked on the insertion tube and scope cover. A borescope was used to inspect the scope¿s channel, scratches and kinks were noted inside the biopsy channel. As part of our investigation, the technical assistance center (tac) spoke with the customer regarding the orange foreign material and equipment issues. Tac questioned the type of prep used for the procedures (i.e.mira lax), customer replied clenpig prep solution is used. The facility uses the alt-pro and there were no leaks found in the scopes when this occurred. There is no orange foreign material existing the scope when it is hung for drying. In addition the customer reported black particles were noted in the filter of facility¿s oer-pro automatic endoscope reprocessor (aer). An olympus endoscopy support specialist(ess) and field service engineer (fse) have been dispatched to the user facility to observed the customer¿s reprocessing methods, provide in-service training, inspect and observed the function the customer¿s oer-pro. The customer has been advised not to use the oer-pro until service/repair is performed. To date, the ess and fse visit has not been finalized. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that on three occasions during pre-cleaning, when brushing the channel a solid orange foreign material was observed existing the scope. The customer consulted with the doctor and the object is not believed to be something suctioned from the patient. There were no patient infections or patient harm reported. This is report 2 of 3.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. On (B)(6), 2021, the endoscopy support specialist (ess) returned to the customer¿s site and performed a reprocessing in-service with the staff that covered the guidelines on reprocessing the olympus scopes per the on-track form and reprocessing manual. The staff also performed a return demonstration to show they understood the process. Additionally, the customer had confirmed the following: ¿ no reports of infection. ¿ the case was carried out normally. ¿ patients underwent routine pretreatment (oral bowel irrigation). (1 person uses clenpig, 2 people use suprep) ¿ polypectomy was performed on 2 of 3 patients. Both had minimal bleeding. ¿ the cases of 3 patients were carried out without any problems. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event was unable to be determined. Olympus will continue to monitor field performance for this device.